Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-14448. It was reported that during a device exchange procedure, the right atrial and right ventricular leads were explanted due to an unspecified issue. The patient was discharged.

Event description:
New information received notes that there were no malfunctions on the right atrial and right ventricular leads and they were electively explanted. The patient is stable.

Manufacturer narrative:
Correction: device evaluated by MFR - should have been marked as "no."

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.